Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2019 with blood glucose of 500 mg/dl. Customer stated that at the time of dispatched to home the blood glucose level was 400 mg/dl. Customer treated with insulin drip at hospitalization. The customer was used the auto mode. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.